Event description:
On 22-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl, resulting in emergency room treatment. The user was treated with IV fluids and monitoring and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency room evaluation is consistent with acute metabolic decompensation requiring medical assessment and treatment. Review of available information identified that the user had inserted an infusion set independently for the first time prior to the event. Following infusion set insertion, glucose values remained elevated despite repeated insulin delivery and multiple cartridge changes. The user administered a manual insulin injection prior to presentation to the emergency room. During troubleshooting, the possibility of a bent cannula resulting in inadequate insulin delivery was discussed; however, the infusion set was not available for evaluation and the cannula was not inspected following removal. The user reported no insulin leakage from the infusion site and no insulin delivery alerts were received. Based on available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.